Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2019 an i.v. Station device used incompletely reconstituted vials of vancomycin to create drug preparations. The vancomycin vial was prepared as specified by the device, but the specified shaking time was inadequate, leaving undiluted particulate in the vial. The customer was able to visibly identify the incompletely reconstituted vial and there are no known adverse patient effects. The specified shaking time for vancomycin drug was increased to prevent recurrence of the issue.